Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system detected noise on the right ventricular (rv) channel. Isometrics were performed, and some noise was noted. The majority of the noise occurred when the patient was at rest. The noise was oversensed, which resulted in pacing inhibition. High rv pacing thresholds were also noted. The patient had a good underlying sinus rhythm in the 60s, so no asystole occurred. The patient did not experience any symptoms, since he is not pacer dependent. The decision was made to extend the atrioventricular delay to promote intrinsic activity, and the patient was sent for a chest x-ray. The results from the x-ray were not provided. It was noted noise was not present when an intrinsic beat occurred, but was present when the patient was paced. It was discussed there may be possible t wave oversensing. The impedance trends were also reviewed, and there were two rv pacing impedances in the 300 ohms range. The rv impedances tested normal during device check. Technical services discussed the possible causes for the clinical observations and provided troubleshooting options. Additional information was received that the physician attempted to perform a system revision. The procedure, however; had to be aborted because there was no venous access. The physician decided to leave the associated rv lead and this pacemaker in service. The plan is to continue monitoring the patient since he has a good sinus rhythm. No additional adverse patient effects were reported.

Event description:
Additional information was received that there were three beats of ventricular tachycardia (vt), but combined in the episode was noise. It was also noted that about 11 months ago an impedance drop occurred from around 600 ohms to around 300 ohms. This again occurred a few months later. Technical services discussed possible causes for the clinical observations and provided programming options. At this time, no programming changes were made, the physician will continue to monitor the patient and this pacemaker remains in service.